Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported by the social services department of (B)(6) that on (B)(6) 2013, a child had two skin staples placed by her mother in a laceration on the head from a fall. The mother of the child claims to have used a proximate rotating head skin stapler she obtained from her first aid kit, without taking the child to a medical facility. On (B)(6) 2013, the father of the child had visitation with the child and became aware of the staples in the child¿s head. The father took the child to the doctor and the staples were removed. The doctor said the staples were not properly holding the wound together and that they were not medical grade staples. The wound appeared to be healing and no further treatment was required. Spoke with the case worked in an attempt to obtain additional information and was informed that due to patient and family privacy, no further information can be provided.